Event description:
The customer reported via phone call that they experienced had high blood glucose of 435 mg/dl. Customer stated that they check their blood glucose and insulin pump suddenly alarmed but they were unaware of what it was. Customer stated that the insulin pump just showed the reservoir and tubing bar at the bottom of screen and did not allow them to proceed to other screen. Insulin pump had received hal software error detected error alarm and main arm cannot communicate with the motor arm error alarm during basal. Customer was able to successfully clear the alarm and completed the rewind. Customer declined troubleshooting. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.